Event description:
Preterm infant with acutely worsening condition early (B)(6) 2024 am and free air seen on xray. Pediatric surgery consulted for emergency surgery. Exploratory laparotomy showed findings of gastric perforation.